Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a physician regarding a patient receiving intrathecal baclofen via an implanted pump. The pump's IFU (indication for use) was listed as intractable spasticity and multiple sclerosis. On (B)(6) 2015, the patient experienced a change in therapy effect specified as altered mental status and reported to the ER (emergency room) on (B)(6) 2015. As of the date of the report, the patient was hospitalized. Pump drug information, including concentration, dose, therapy dates, lot number of baclofen, and concomitant medications were not reported. Further troubleshooting and interventions were not reported. The cause of the symptoms was not reported. Patient medical history and event outcome were not reported. This additional information has been requested, but was not available as of the date of this report.